Event description:
Abbott diabetes care received a medwatch report which reported the following information: a pharmacist reported on behalf of the customer regarding an unknown issue and an error message with the use of a "multiple" number of adc devices. The user report contains the following information: "multiple freestyle libre 2 sensors did not work and gave error messages, and patient was unable to use the products." There was no report of injury or third-party medical treatment. Based on the information provided, there was no report of serious injury associated with this event. No contact information was provided to adc, therefore adc is unable to attempt any follow up activities related to this event.

Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. 2 sensors were reported (serial numbers unknown) and they have been captured under this submission. All pertinent information available to abbott diabetes care has been submitted.